Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. No product was returned for evaluation. Data logs were reviewed and rt logs from case show 5s parameters change right before "placement signal not reliable" alarms is triggered consistent with damage to the sensor face. Some 5s parameters were able to recover slightly before final "placement signal not reliable" alarm was triggered and again 5s parameters show change consistent with sensor face damage. Motor current and pump flow were not affected. Clinical details noted that placement signal waveforms and hemodynamic went blank on the automated impella controller (aic) at same time that shockwave device was initiated. Impella position confirmed to be in correct position with imaging and no kinks in the catheter were noted. The root cause of the optical signal issue was due to sensor damage as a result of shockwave use. A trend chart was pulled from (B)(6) 2023 to (B)(6) 2024 for all cp optical pumps with optical signal issues with root cause damaged sensor and no trend was observed. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
Us complainant reported the patient was on impella cp support and there were placement signal issues. For an unknown reason, the placement signal waveforms and hemodynamics then went blank around the same time that shockwave was initiated. Shortly after, placement signal not reliable alarm occurred. Patient hemodynamics were monitored and impella position was verified with imaging.